Event description:
Reportedly, the md fired the instrument across recturm, then transected tissue. When removing instrument circular stapler, noticed lumen was open, no staples were visible. Md decided to do a triple staple technique, firing 2 separate separate ta premium instruments, anastomosis ended up being only 0.5 cm from dentate line. Defect left to heal, as patient will now have permanent stoma. Sex:unk. Procedure anterior resection triple staple.